Event description:
As reported to coloplast, though not verified: the patient had an altis and a restorelle implanted in (B)(6) 2021. Reportedly the patient experienced mesh exposure and erosion at mid left anterior vaginal wall under urethra ¿ approximately 2 cm exposure. The mesh was unable to be visualized but was palpable. The patient also experienced severe symptomatic urinary incontinence. Claimant reports vaginal swabs grow aerobic and anerobic bacteria due to mesh exposure and reports foul odor with copious discharge, stress urinary incontinence and urge incontinence. The patient underwent vaginal excision of eroded altis mesh. Findings included: foreign body noted to be consisted of "[consistent]" with ¿mini sling¿ with detachment from the insertion site on left. Significant mesh exposure, greater than 2 cm eroded, located in the vaginal wall. Mesh very adherent to bladder. This report captures the altis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device referenced in b5 is captured under a separate report.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device referenced in b5 is captured under a separate report.

Event description:
As reported to coloplast, though not verified: the patient had an altis and a restorelle implanted in (B)(6) 2021. Reportedly the patient additionally experienced pelvic pain, protrusion, extrusion, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities. This report captures the altis.